Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.evaluation summary:baxter received one sample for evaluation. The reported condition of a missing roller was confirmed. Visual inspection of the device noted that the roller is missing from the clamp. The roller clamp is assembled via machine and a sensor checks for the presence of a roller in the clamp. The sensor was checked and found to be functioning correctly. The exact root cause of the reported condition was not determined. No other observations were noted on the unit.

Event description:
It was reported to baxter (B)(4) that the roller clamp of a solution administration set had a missing roller. This condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.